Event description:
The pt was reportedly experiencing decrease in performance. Programming adjustments were made. Testing showed that the pt's device is functioning. The decision was made to explant the pt's device. Surgery will be scheduled.